Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Complaint is related to (B)(4). This complaint was created due to the excess impacted products in (B)(4). Damaged plastic femoral head trials need replacement. Plastic is worn and scratched on head trials.

Event description:
Additional information received: a. What was specifically the damage on the devices (broken (2+ pieces), cracked, bent, stripped/worn). Plastic is worn and scratched on head trials b. Can you please provide the lot no of the reported products? Working with ops to swap out, lot numbers will. Be available on return of trial heads c. What is the event date? As reported by the pc- heads have been worn over time with use d. Were there any adverse consequence/s that affected the patient because of the reported event? No e. Did the event occur during the surgery? If yes, was there a surgical delay? What is the duration of the delay? No, identified outside surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "damaged plastic femoral head trials - need replacement" the product was not returned to depuy synthes, however photos were provided for review. See attachment a-10190341 (B)(4). Source data. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.